Event description:
Medication error. Decimal button not pressed. Equipment does not ask for a confirmation. The pump was not sequestered. The equipment's end of life is 2011, and is not currently sold. The pt had no visible effects noted.